Manufacturer narrative:
This is one of one initial report for this complaint. (B)(4) exact date of when the coil kinked is unknown. (B)(4). Concomitant medical products: guiding catheters (competitor's product, unknown lot). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review is currently being conducted and the results are not yet available. No conclusions are made at this time.

Event description:
As reported by a health care professional, during the procedure the cashmere coil (src14092220/c25765) was found to be kinked and could not be pushed forward through the hub of the microcatheter. The cashmere coil was exchanged with a same like product and the procedure was completed with a short delay. The elective procedure was performed on (B)(6) 2016 and was for the treatment of carotid-cavernous fistula located at the middle cerebral artery. The kink on the coil was discovered during insertion into the hub of the microcatheter and the event did not require the removal of the microcatheter, the same catheter was used throughout the surgery. There were no issues with the concomitant products used. The product was stored according to labeling instructions. There were no patient injuries or complications reported. The product will be returned for analysis.

Manufacturer narrative:
This is one of one final report for this complaint. This reported event was determined to non-reportable upon receiving investigation results. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Located 45.5 centimeters off the proximal end of the sheath is a kink on the core wire. Unreported damage of the resheathing tool severed into two pieces was found. The resheathing tools fracture is ductile in nature requiring external force. The circumstances of how and when the resheathing tool was fractured cannot be determined. No material defects were found. The coil was returned undamaged. No manufacturing defects were found. The complaint of the kinked wire is confirmed. The root cause of the kinked wire cannot be determined, however contributing factors of handling and/or distal interference from an unknown source and location may have contributed to the bent wire. In addition, without the identification or return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot (c25765) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the investigation the core wire of the device positioning unit was kinked and not the coil. The root cause of the kinked wire cannot be determined, however contributing factors of handling and/or distal interference from an unknown source and location may have contributed to the bent wire. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Event was determined to be non-reportable. (B)(4). There were no damages on the returned coil therefore upon reviewing the investigation results it was determined that the reported event is not MDR reportable.